Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported ¿left side exchange from textured to smooth implants due to the patient's concern with the product¿. Healthcare professional reported "patient with a left breast implant rupture" and then reported no rupture but capsular contracture baker grade IV. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event not related to the device. Anxiety-product/procedure: unable to observe as it is a medical event not related to the device. Additional observations: creases were observed. Deformation observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported ¿left side exchange from textured to smooth implants due to the patient's concern with the product¿. Healthcare professional reported "patient with a left breast implant rupture" and then reported no rupture but capsular contracture baker grade IV. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d3, d4, d6b, h6.

Event description:
Device has been explanted.